Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During the visual examination of the sample, a separation between the heparin line to the red ¿t¿ connecter was observed. The heparin line was not received and there was no application of solvent found in the red ¿t¿ connector. A dimensional test was done and results were acceptable. The lot number was not provided and no information was found during a shipping search for the customer, therefore a device history review was unable to be performed. The investigation into the cause of the complaint was able to confirm the reported event.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager reported a blood leak that occurred at the beginning of the patient¿s hemodialysis (hd) treatment. The heparin line separated from the tubing 10 minutes into the patient¿s hemodialysis treatment. The clinic manager confirmed that there were no loose connections, and no visible damage or defect seen to the bloodlines. The patient¿s estimated blood loss was 100 ml. There was no injury, adverse event, or medical intervention required as a result of this issue. The clinic manager confirmed the patient completed treatment on the same machine with new supplies. The bloodlines were available for return to the manufacturer for evaluation.